Manufacturer narrative:
A lot history review could not be performed, as the lot number is unknown. Visual/functional evaluation: the device sample was not returned for evaluation. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: the ultraclip ii tissue marker is a sterile, single use device comprised of a disposable introducer, and a metal implantable tissue marker clip. The indications for use: the ultraclip ii tissue marker is intended for use to attach to soft breast tissue at the surgical site during an open surgical breast biopsy or a percutaneous breast biopsy to radiographically mark the location of the biopsy procedure. Warnings: as with any foreign object implanted into the body, potential adverse reactions are possible. It is the responsibility of the physician to evaluate the risk/benefit prior to the use of this device. Potential complications: potential complications of marker placement may consist of hematoma, hemorrhage, infection, adjacent tissue injury and pain.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 2 months after a breast biopsy and marker implantation was completed, the patient has had systemic itching. Patient took benadryl and was prescribed anti-histamine by her dermatologist. No patient injury was reported.